Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they feel the device is not administering insulin. The customer's blood glucose level at the time of incident was 30mg/dl. The customer states their levels had been as high as 400mg/dl. The customer states they treated the high with manual injection. The customer states they got home and changed out their set. No further assistance or information provided.